Event description:
Customer reported to baxter (B)(4) of a paclitaxel set in which no flow of unknown medication was detected right below the drip chamber of the reported set. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition a paclitaxel set in which no flow of unknown medication was detected right below the drip chamber of the reported set was confirmed during sample evaluation. No defect was detected during visual inspection. The defective sample was tested for gravity and underwater at 0.56 bar. No flow was detected during the flow test. The assignable root cause of the reported condition is found to be blockage in the drip chamber. No repairs were made since this is a single use device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.